Event description:
The user facility reported during surgery the bulb tip of the instrument broke off in the pt's eye. The surgeon was able to remove the particle from the pt's eye and completed the surgery with no issues.

Manufacturer narrative:
The instrument was visually inspected under a microscope, and compared to the master model. There was no evidence of material defect or manufacturing error. The instrument met specification prior to shipping to customer. The instrument was broken, but we were unable to determine how the instrument broke.